Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 507652, implantable pacing lead; implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was discovered on a patients right ventricular (rv) lead. Programming intervention was done to adjust the sensitivity. The lead remains in use and no patient complications have been reported as a result of this event.